Event description:
The patient called our rt in the very early hours of monday, (B)(6) 2026, indicating the ventilator had stopped functioning. Our respiratory therapist immediately instructed patient to hang up and call 911 for emergency services. Our respiratory therapist spoke to the paramedics and was informed that the patient was participating in her emergency care and was being transported to the hospital. After arriving at the hospital with a replacement ventilator, our respiratory therapist was notified that the patient had passed away. Ventilator was picked up from the family's home the afternoon of (B)(6) 2026. We were told that a member had damaged the ventilator after the event.